Manufacturer narrative:
(B)(4): added additional information the device was returned in good physical condition. The tissue pad was found properly attached to the device and it good visual condition. The device was tested on generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the device does not work. Another device like device was used to complete the case, and loosed the tissue pad, it didn't fall into the patient. Another device like device was used to complete the case. No patient consequences. One device will be returned.